Event description:
It was reported the pace/sense portion of the 6944 lead was capped and the hv portion remained in use due to sensing difficulty, fracture and inappropriate therapy. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.